Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited a significant increase in pace impedance measurements and pacing thresholds the last two and a half months. No loss of capture or noise was seen. Additional information noted that an alert was triggered due to a high out of range pace impedance measurement as well as an automatic safety switch from bipolar to unipolar configuration which occurred in september 2022 due to the out of range high pace impedance measurements. Multiple non sustained ventricular events showed noise/myopotentials on the ventricular electrocardiogram. It was noted that the presenting electrocardiogram showed an intrinsic rhythm with isolated noise. No adverse patient effects were reported. The device remains implanted.